Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2019, the patient experienced a stoma site blister that popped on its own a couple of times, the health care provider lanced it a couple of times, and the patient's husband lanced it once with a sterile needle. The drainage was usually serosanguineous, however, on an unknown date, the patient noticed a small amount of pus for three consecutive days. There was currently a slight scab at the site. On an unknown date, the patient had an ultrasound that indicated a fistula under the blister. The patient completed a course of oral keflex and used an unknown topical antibiotic at the stoma site.